Event description:
It was reported that the leadless pacemaker (lp) prematurely released from the delivery catheter after it was successfully fixated. No intervention was performed to resolve the event. The patient was in stable condition.